Event description:
It was reported that the child was playing outside with her ball, when she got involved in a car accident while running after her ball. The patient now has broken legs and some wounds/injuries. Testing was carried out which showed electrode channels 6 to 12 with impedances higher than 18, 5 and no voltages. Electrode channels 1 to 5 have minimal voltages.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.